Manufacturer narrative:
Philips service replaced the os disk spare part and reloaded the ghost backup. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the device failed to power on, requiring os disk replacement and ghost backup reloading on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.